Event description:
It was reported that in "2007 there was a blockage in the catheter, so used urokinase to improve flow, dialysis was done. June 2, dialysis not able to be performed, so applied pressure to the catheter and pain occurred in the neck region. Recognized a hematoma under the skin in the area, contrast injected on june 4. At that time, they recognized a leak around the bend of the catheter when injected with contrast media. On the following month, they replaced the damaged catheter with a new tesio catheter."

Manufacturer narrative:
Received one blue tesio extension (clamp missing) with a section of lumen attached. The lumen is broken at the edge of the cuff retainer. An investigation has been initiated. When the investigation is completed, a final report will be submitted.